Event description:
Needles are flimsy. Plungers come out easily with medication spillage. Leakage of medication around plunger diaphram. Inconsistent calibrations. The syringe's "top pops off." When giving a shot, medicine squirts out. Hard to open plastic encasement packaging.